Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported no audio tones on the insulin pump. Troubleshooting was performed, and the insulin pump did not beep during the tone test.